Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10149. It was reported that a patient presented at a follow-up in clinic with pain, oozing, and swelling around the pocket. The physician explanted and replaced the system, in particular the implantable cardioverter defibrillator and left ventricular lead, due to a potential infection. The patient was in stable condition.